Manufacturer narrative:
No conclusion can be drawn.

Event description:
In 2008, an eye care professional (ecp) contacted vistakon with a question about contact lenses (cl) and stated that a pt reported an eye infection while wearing acuvue oasys cl. The pt was treated by an unknown doctor. The pt's eye(s) were fine at the time. The pt was wearing as extended wear; the replacement schedule is unknown. Vistakon has made numerous unsuccessful attempts to obtain additional information from the reporting ecp. The reporting ecp stated that he/she did not have any additional information regarding the event or the treating doctor. No additional information is expected. The pt has been placed in a different product. A lot number for the product in question was not available. The product in question was not available for evaluation. MDR events are reviewed at quarterly management review meetings.